Manufacturer narrative:
H9. After additional analysis by ventec, it has been determined that there is a potential risk to health associated with blower circuit failures resulting in unexpected shut downs and/or loss of ventilation. As a result of this investigation, ventec has initiated a field corrective action (reference corrections and removals number 3013095415-4/12/2021-001-r).

Manufacturer narrative:
Ventec performed an initial evaluation on the device and verified the reported issue but a conclusion is not yet available. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported that while powering on the device, the device rebooted during the power-up sequence when reaching the pre-use test screen. During the reboot, the visual inop alarm occurred but the audible inop alarm did not occur. There was no patient involvement.

Manufacturer narrative:
Ventec further investigated the device and determined an electrical failure occurred on the motherboard printed circuit board (pcb), which caused the reported issue. However, further root cause could not be determined.